Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer stated " I used one of these tests when I had flu symptoms earlier this week. It registered a negative. 3 days later, I brought my child to the med center to be tested for the same symptoms. She is positive for flu a. I tried a home test on her after her positive med center test to determine the accuracy of the home test. The home test reads negative. I follow the directions exactly, which indicates the test is faulty. I won't waste my money on any more of these tests.